Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. During the evaluation, a buzzer and speaker failure was observed. The device's buzzer assembly and speaker assembly were replaced to address the issues.